Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's flow was blocked. The customer reported that the reservoir may have been overly filled. Blood glucose level at the time of the incident was 212 mg/dl. The customer reported that the device had an insulin flow blocked alarm. The customer changed the reservoir and stated that the issue was resolved. The reservoir was not replaced or returned for analysis.